Event description:
During an internal investigation by the MFR, it was discovered that when 'flow model' is selected in color flow or pulsed doppler mode with cardiac application, the acoustic output increases above its design specification and the probe surface becomes hot. There was no report of injury. In addition to rapidly increased surface temp of the probe, this event caused the probe acoustic output to increase well above the FDA limit of 720 mw/cm^2, thus causing the device to fail its design specifications relating to ultrasound emissions.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once the investigation has been completed. The serial number of the device is not available. The device MFR date is not available.